Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 06jun2019, date rec¿d by MFR :05jun2019. The faulty touchscreen was returned for failure investigation (fi). During fi, the touchscreen's pin to pin resistances at the connector were measured. The resistances failed testing. Therefore, it was determined that the touchscreen is out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a touchscreen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Although patient information has been requested, none was provided. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 04apr2019. Manufacture date: 02apr2019. Philips field service engineer (fse) replaced the touch screen to resolve this issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.